Event description:
Complainant alleged that during testing by a third party biomedical engineering company, the device's monitor screen intermittently blanks out. The complainant indicated that there was no patient involvement in the reported failure.